Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is observing a low battery warning. An sjm representative met with the patient and cleared the warning multiple times. A calculation for the ipg longevity is estimated to be 208 months at perception, 174 months at max tolerance. The reported device has been implanted for (B)(6) months indicating premature battery depletion.